Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was due to an optical sensor. As a result, optical sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited last error code 1871. There was unknown patient involvement, and unknown patient harm/adverse event was reported.